Manufacturer narrative:
The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging guidance, such as ultrasound, to excise a diagnostic sample for diagnosis. One hh8bex biopsy probe was received on 5/9/2017 and analyzed on 5/17/2017. A visual inspection was completed and the probe was found to be in fair condition. The device showed evidence of use in a procedure. The lateral and axial vacuum lines are missing. The lateral vacuum line is used to pull the tissue being excised into the aperture. Once the tissue has been excised, the axial vacuum line is used to pull the tissue back to the sample management cup. The probe was connected to a holster for functional evaluation. Probe initialized per instructions for use. During initialization steps, tissue samples, assumed to be from noted procedure, were transported to sample cup. Through previous engineering investigations of the same failure mode, several possible causes of tissue acquisition issues have been determined. · there may be a lack of vacuum (due to issues with the control module or canister). · the tubing on the device may be inhibiting tissue transport due to it being damaged, pinched or kinked. · the complaint may be attributed to the tube set not having been properly connected to the control module and canister. Due to the missing vacuum tubing, the device was unable to be investigated further. Thus, no conclusion could be reached as to which of these caused the reported event. The initial voice of customer was deemed not reportable as no patient consequence was noted. However, due to the discovery of tissue, the event was reassessed for reportability against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The (B)(4) affiliate reported that after cutting 2-3 tissue, there is no tissue coming back. No patient complications. Device is available for return.